Event description:
It was reported that the user disconnected from the ilet for two months after experiencing hypoglycemia with blood glucose values reportedly in the 30 mg/dl and later sought assistance to reconnect the ilet to a dexcom g7 sensor. The pairing to the ilet initially failed and customer care provided troubleshooting and code confirmation on the ilet, and re-pairing with warmup expectations. Investigation of this case revealed successful completion of sensor change steps and initiation of pairing with no alerts or alarms reported. No clinical symptoms associated with the pairing. Outcomes included no reported injury. It was concluded that the event involved pairing issue that was addressed through standard troubleshooting and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.